Manufacturer narrative:
On 2 november 2016 upon evaluation of the returned devices, the impactors are cracked (one piece). The instrument was reported in error.

Manufacturer narrative:
(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The attune femoral and rp impactors are broken.